Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits heavy calcification in the cusp area of all three leaflets. At the free margins, calcification is heavy in leaflet 2 and minimal to moderate in leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Leaflets 2 and 3 appear to have dropped relative to leaflet 1 by 3-4mm, leading to a gap at the coaptation region. Minimal to moderate host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 2-3mm. At leaflet 3 inflow aspect, host tissue overgrowth is heavy; it encroached onto the leaflet by 11mm. At the outflow aspect, host tissue overgrowth fused the free margins of leaflet 2 and 3 at commissure 3 by approximately 4mm. Host tissue overgrowth is minimal to moderate at the stent outflow. The x-ray demonstrates calcification. Evaluation method: x-ray. Additional narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no nonconformances related to the event. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event. It was reported that the device remained implanted for 101 months. It is likely patient factors such as age, immune status and/or disease state contributed to the event.

Event description:
It was reported that an edwards valve was explanted due to it being stenotic and calcific after approximately 8 year implant duration. As per op report received,"(pt.) Has become progressively short of breath. An echocardiogram shows that she has critical aortic stenosis."